Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h10; h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records provided and reviewed state that the patient underwent a right total knee arthroplasty. Operative details note that tibial and femoral components, a 14mm spacer, and a cemented patellar button were implanted with no intraoperative complications. Postoperative imaging confirmed appropriate alignment without fracture or acute abnormality. Per report from legal, the patient has subsequently experienced loosening of the implant, and a revision procedure is planned. A definitive root cause cannot be determined. This compliant cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). H6: component code: mechanical (g04) - femur. The device will not be returned for analysis, as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was the reported by legal that the patient underwent an initial right knee arthroplasty. Subsequently, the patient has experienced loosening and is being considered for a revision. It was reported that no further information is available.

Manufacturer narrative:
Upon receiving additional information of the reported event (the femoral component was found to be well fixed), it was determined to be not reportable. The initial report should be voided.

Event description:
It was reported that the patient was revised approximately (B)(6) post implantation due to loosening. During the revision the patella and femoral components were found to be well fixed, the tibial component was grossly loose. Upon receiving additional information of the reported event (the femoral component was found to be well fixed), it was determined to be not reportable. The initial report should be voided.